Event description:
The facility reported an infusion pump with a failure code 500:320:844:0000. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary:evaluation was performed and the condition of failure code 500:320:844:0000 was confirmed. Failure code 500:320:844:0000 was found during power up. Recycled lock out switch, failure code could not be duplicated. Replaced the front bezel.the pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.